Event description:
User facility described to a clearcount associate that a portion of the x-ray thread from a clearcount 4x8 gauze sponge was loose and became detached from the sponge during use. No report of injury or adverse event was made.